Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have been having issues with their sensor and blood glucose readings. The customer's blood glucose at the time of incident was 81 mg/dl. The customer state the threshold suspends has also gone off. Trouble shooting was conducted for issues with sensor and blood glucose readings. It was found that the sensor would have to be returned for analysis and replaced.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.